Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that since implant, the pt had previously been admitted for thrombus and hemolysis and was being medically maintained on bival. After approx 5 months of support, the pt was hospitalized due to elevated pump power, decreased pulsatile index (pi) levels, plasma hemoglobin levels of 50, lactate dehydrogenase (ldh) levels of 1500 and severe hematuria. The hospital suspected thrombus may have been ingested in the device due to the elevated power levels and hemolysis. Due to the pt's large size it was suspected that the pump had shifted. A 3d CT showed that the pump was misaligned toward the free wall. While the pt was in the hospital under observation, pump power spikes of 10-10.5 range were noted, the pi dropped to 2.2-2.5 and the pump speed reportedly slowed to 9,000 rpm. The pt continued with symptoms of hematuria. Based on these clinical observations, the hospital made a decision to replace the lvad with a device from another MFR that did not require a pump pocket. The lvad was successfully explanted.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.